Event description:
It was reported, the patient complained of heating at her ipg site. The patient stated, the heating occurs whether the patient is charging or not. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r. 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.